Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarm and had power error. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring = clear on (B)(6) 2021, the customer alleged was pump error 25 alarm and insulin flow blocked alarm. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarm during testing. Thus was utilized and downloaded trace/history files properly. In further full review in the pump history found no insulin flow blocked alarm on event date (B)(6) 2021. However, on (B)(6) 2021 found one insulin flow blocked alarm at 19:00:28 during a bolus delivery. Also, the pump long trace or pump history analysis confirmed and found in the event date of (B)(6) 2021: pump error 25 alarm at 12:15:00 am, 4:15:00 am, 8:15:01 am, 12:15:00 pm and 4:15:01 pm replace battery alert at 4:19:00 pm power loss alarm at 4:29:17 pm and 4:29:28 pm the power management graph confirmed power error 25, power loss alarm and replace battery alert was triggered when the backup battery unloaded voltage (ul vlith) was less than 3.7v for 240 consecutive minutes. The test p-cap locks properly in place in the reservoir compartment noted. Pump was cut open to perform visual inspection and no component or moisture damage on the electronic assembly, motor assembly and force sensor. The force sensor offset measured within spec range during testing (23.9 mv). The motor was tested outside of the device on the stb3 and passed. Pump received with keypad overlay texture damage, cracked retainer, cracked select keypad overlay, pillowing keypad overlay during the visual inspection. In summary, pump passed required testing. The power management graph confirmed power error 25, power loss alarm and replace battery alert due to non-sleep anomaly software error. Customer alleged not confirmed for insulin flow blocked alarm. The force sensor is within specification and the motor functioning properly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.